Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was not possible to determine the date of manufacture based on the lot number provided by the customer.

Event description:
Caller states that coaguchek safe-t-pro lancets were uncapped out of box. No accidental needle stick occurred. Requested return of suspect product for evaluation.